Event description:
A company representative reported that, during implantation of a mojave pl expandable interbody and two mojave pl locking screws, the, "implant continues to advance through its stop upon insertion." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the second of two mojave pl locking screws.

Manufacturer narrative:
A visual inspection was performed and no visual issues were found. A functional inspection was performed which confirmed that the device was unable to be assembled to the returned mojave implant due to the damage found on the mojave implant. The locking screw was able to be assembled on a test implant. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no adverse trends were identified. It was reported that no excessive force was used, the angle was not difficult and another cage was used successfully to complete the procedure. The mojave implant was investigated in (B)(4) . The adjustment hexalobe was found to be deformed a stripped indicating excessive torsional force. Additionally deformation was found on the features around the hexalobe, indicating that the inserter was not fully aligned with the implant. No issues were found with the locking screw. The inability of the locking screw to be assembled to the mojave implant is due to the deformation found on the mojave implant.

Event description:
A company representative reported that, during implantation of a mojave pl expandable interbody and two mojave pl locking screws, the, "implant continues to advance through its stop upon insertion." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the second of two mojave pl locking screws.